Event description:
It was reported the customer's insulin pump would reset the time and date with every battery change and a rewind would be prompted. Customer's alarm history also showed multiple signal too low alarms and unexpected restart alarms. It was found the alarms would occur with every battery change. Customer's blood glucose was 6.8 mmol/l. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the reset error test and self test with no error alarms noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.